Event description:
It was reported the patient had a shocking or jolting sensation. The patient had shocking and cramping in their right arm whenever they moved chest or arm on their left side. The implantable neurostimulator (ins) was implanted on the patient's left side. Impedances were measured to be fine with and without left arm movement. X-rays were done and there were no fractures seen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3387-40, lot # j0309504v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387-40, lot# j0309504v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).